Event description:
It was reported that the 1/4 inch drill with (B)(6) was overheating during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device is not repairable and will not be returned to the user facility.

Event description:
It was reported that the 1/4 inch drill with jacobs chuck was overheating during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.